Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for hba1c on a cobas c 513 analyzer. The initial result was 8.7%. On 14-nov-2023 the customer reviewed the result from (B)(6) 2023 and noted the patient's previous results did not match that result. On 14-nov-2023 the sample was repeated twice with results of 5.9%.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The customer found the cuvette set was not installed correctly on the reaction disk and resolved the issue. The field service engineer (fse) visited the customer site to check the instrument. The instrument check was successful and qc results were within expectations. The system is operating correctly.